Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3777-60 implantable pain stimulation lead, (B)(4) 2012; 3777-60 implantable pain stimulation lead, (B)(4) 2012. (B)(4).

Event description:
It was reported that shortly after implant, there appeared to be false asystole episodes/undersensing. The device remains in use. No patient complications have been reported as a result of this event.